Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). (B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2022. The patient's parent stated that the patient suffered from a hypoglycemic event on (B)(6) 2022 during which he lost consciousness and physically collapsed. The patient also reportedly experienced muscle cramps and shortness of breath, and his face turned blue. The patient's blood glucose meter value was measured during the incident and read 57 mg/dl. Although the patient's comparative cgm reading was not observed during this time, the reporter alleged that the patient's readings were inaccurate as the patient did not receive an alert at the time of the collapse. The patient was treated with baqsimi nasal spray while he was at home and was then taken to the hospital via ambulance for further care. The reporter did not have any information regarding the treatment the patient received at the hospital but said that he was in stable condition after being discharged. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.